Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered constant back , leg, pelvic and abdominal pain, vaginal bleeding, painful intercourse, urine leakage, frequency and urgency, recurrent infections, and multiple surgeries. No further information has been provided.